Event description:
It was reported that the serial number sticker on the control module showed a model 23 with an operating voltage of 220 volts to 240 volts. The control module is wired to use as an 12 with an operating voltage of 110 volts to 120 volts.

Manufacturer narrative:
Evaluation summary: the unit was returned to the analysis site due to the serial number sticker on the control module showed a model with an operating voltage of 220 volts to 240 volts. The control module is wired with an operating voltage of 110 volts to 120 volts. The analysis site confirmed the customer complaint and found that the unit is a control module 12 and had a control module 23 label on the back. To correct the customer complaint, the analysis site replaced the serial label. Complaint information is trended on a regular basis to determine if further investigation is warranted.